Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt died of an apparent heart attack. There is no evidence at this time that the ncp system caused or contributed to the reported event.